Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen has been unresponsive. The customer's blood glucose level was (200 mg/dl) the customer stated that a manual injection would be taken to stabilize bg level. Troubleshooting with tandem technical support was performed. It was indicated that the customer would use manual injections as alternate insulin therapy.